Event description:
A post-cardiac arrest patient underwent normothermia protocol ivtm therapy. A quattro catheter (lot# unknown) was inserted into the patient's left femoral vein. After approximately 10 hours, the nurse noticed a depletion of the 500-ml saline bag. No alarms were reported from the thermogard console and the console was verified to be functional. Per the reporter, the nurse did not know about the catheter leak test. After replacing the 500-ml saline bag, the customer noticed that the second bag had depleted another 30-ml. Given the absence of saline in or around the patient's bed or console, the customer suspected a catheter leak and the infusion of 530 ml of saline into the patient's bloodstream. According to the reporter, the physician discontinued ivtm therapy and used a catheter as a central line. No consequences or impact to the patient.

Manufacturer narrative:
The quattro catheter involved in the reported complaint was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.